Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties intermittently charging the pump with the usb cable and adapter. Additionally, the pump battery intermittently depleted quickly. The customer's blood glucose level was around 170 mg/dl. A replacement usb cable and adapter were sent resolving the issue.